Manufacturer narrative:
It was reported to abbott, a patient had their system explanted. Despite reprogramming the patient stated they never had effective stimulation. It made them wobbly on their feet and caused pocket site pain. The rep reported the system had no diagnostic issues. There were no complications during the explant. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-05965. It was reported that the patient was experiencing pain at the ipg and lead site. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.